Event description:
It was reported that the patient got urinary tract infections (utis) "regularly" and was catheterized 4 times a day. It was noted that the patient had "an additional uti" in (B)(6) 2012. It was unclear how many utis the patient had. The patient reportedly had an urodynamic test done and spent 4 days in the hospital beginning on (B)(6) 2013. The reporter also indicated that the patient fell about a month prior to the report and had not been able to use his programmer since then. A poor communication screen was being displayed on the programmer. It was noted that the patient's healthcare provider (hcp) hadn't been notified of the fall. The patient only worked with a nurse who performed the urodynamic test. The reporter stated that the patient had multiple sclerosis (ms) and needed to have an MRI done on the cervical spine and lesions in the brain. As such, the implantable neurostimulator (ins) needed to be taken out. If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 3889-28, lot# v251861, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).